Manufacturer narrative:
The surgeon reported that the patient had poor bone quality that led to the screws being able to "windshield wiper slightly" side-to-side within the bone, even though the construct itself was reported as "solid". The physician attributed the "windshield wiper effect" to the patient being a heavy smoker which affected their bone quality. Use of nicotine and cigarettes shows that the patient was non-compliant with the surgical protocol. In addition, genesys spine instruction for use list smoking in the warning sections as follows: smoking- patients who smoke have been observed to experience higher rates of pseudarthrosis following surgical procedures where bone graft is used.

Event description:
On (B)(6) 2016 a patient underwent a two-level lumbar fusion at l4-l5 & l5-s1. On (B)(6) 2018 the patient underwent revision surgery. The surgeon reported that the patient had poor bone quality that led to the screws being able to "windshield wiper slightly" side-to-side within the bone, even though the construct itself was reported as "solid". The physician attributed the "windshield wiper effect" to the patient being a heavy smoker which affected their bone quality. Use of nicotine and cigarettes shows that the patient was non-compliant with the surgical protocol following the original lumbar instrumentation.